Event description:
The physician noticed the male pt had a retroperitoneal bleed. The physician stated the pt was almost lost. This bleed was noticed a couple of days after the initial filter placement. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
No images or product provided to assist in the investigation. Additionally, no add¿l info could be obtained. The product is shipped with an IFU which describes warnings, precautions and proper deployment technique. Acute damage to the inferior vena cava wall is listed as a potential adverse event. Without the actual product and images combined with the limited info provided, it is difficult to comment on the pt¿s condition and whether the bleed was related to the filter. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.